Event description:
An endurant stent graft system was implanted in the patient for the emergent endovascular treatment of an abdominal aortic aneurysm. It was reported that during the deployment of the bifurcated stent graft the physician¿s glove caught in the strain relief, while his hand was placed on the front grip. The physician used sissorsa and cut open strain relief to depoly the stent graft successfully. The stent graft was successfully implanted with no patient events. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
(B)(4): incorrect technique/procedure (held the graft cover at the location of the strain relief during deployment instead of the front grip of the deployment handle). Conclusion: use error caused or contributed to event (held the graft cover at the location of the strain relief during deployment instead of the front grip of the deployment handle).